Manufacturer narrative:
Patient information is unknown. It is unknown when the reamer shaft broke. Additional procode: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent ankle reconstruction on (B)(6) 2018. During the reamer/irrigator/aspirator (ria) procedure, the ria reamer shaft broke at the tip. It is possible the tip was broken before the surgery and no one was aware. The device was taken out of service and another device was brought into the room, but was never used. It was also reported that a different bone graft was used. The procedure was successfully completed with no surgical delay reported. Patient status is unknown. This report is for drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Method code: 10: testing of actual/suspected device. H6: results code: 3243: stress problem. H6: conclusion code: 77: operational context caused or contributed to event. A device history record review was performed for the subject device: part # 314.743. Synthes lot # h220887. Supplier lot # h220887. Release to warehouse date: 16may2017 and 05jun2017. Supplier: (B)(4). Nonconformance (ncr) was generated during production for undersized length dimension at distal hex tip for 2 out of (B)(4) on 23may2017. The product was dispositioned as return to supplier for 2 pieces. The other (B)(4) pieces within the lot met all specified acceptance criteria. Therefore, non-conformance is not relevant to the device complaint condition. This non-conformance is not relevant to the complaint condition since 01-jun-2017. The raw material was reviewed and was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: customer quality investigation: the following investigations were performed: broken: visual inspection performed at customer quality observed that the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off at its extreme end. Additionally, the portion of the drive shaft helix grooved pattern was observed to be chipped off. The broken portions were not received. No new issues were identified on remaining portions of the device. The complaint condition agree with the complaint description and the complaint was confirmed. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Drive shaft assembly; ria: 314_741. Drive shaft; ria (component): 314_741_1_2. The dimensions on the hexagonal tip was not able to be measured as the broken tip portions were not returned. However, the diameter proximal to breakage measured 5.16 mm which is confirmed to be within the specification of 5.18 mm +/-0.025 per section b-b of 314_741_1_2 (ca-814). Additionally, the inner diameter at the fracture measured 3.71 mm which is confirmed to be within the specification of 3.72mm +/-0.05 (3.71/3.81) per drawing 314_741_1_2 (gage pins: gp32). Review of the device history record(s) showed that an ncr#0071433 was generated to address the undersized length dimension at distal hex tip for 2 out of (B)(4). The 2 devices with undersized length were dispositioned and DHR states that the other (B)(4) pieces within the lot met all specified acceptance criteria. Therefore the ncr stated in DHR review did not contribute to given broken tip complaint condition and no further issues were identified during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Also based on the DHR review, it was confirmed that no issues were identified concerning the material. Hardness was not reviewed as the flexible nitinol shaft does not have a hardness specification (reference: 314_741_1_2). While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft during usage/handling. Also, based off the complaint description it is unknown if the reamer was broken pre/ intra-op. However, the reamer/irrigator/aspirator (ria) technique guide addresses recommended use and states to use a cannulated drive unit that delivers only 3.5-4.5 nm of torque and 700-900 rpm during assembly. Additionally, the technique guide also cautions that no reduction drive units or drills with a torque greater than 6 nm should be used. Furthermore, technique guide also describes the recommend use for reaming as follows; ¿begin reaming, using a gradual and slow advancement/retraction technique allowing the irrigation fluid to flow in front of the reamer head. Therefore, any unintended failure to follow the steps during intra-operative usage would have also contributed to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.